Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, device alarmed a21 after battery change and resets time or date to factory default due to connector on interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 437 mg/dl. Customer's other blood glucose value was 393 mg/dl. Customer stated that the insulin pump had unexpected restart and blank display. Customer reported pump did require rewind. Customer able to complete rewind. The customer was treated with bolus. The device will be returned for analysis.